Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented with lead noise. It was suspected that the noise may have been electromagnetic interference. No intervention was performed. There were no patient consequences.